Event description:
A user facility dialysis director reported they have had an increase in clotting of the extracoporeal system since converting to the 2008t bluestar hemodialysis machine with the smartech combiset bloodlines. They are currently using the autoprime feature as well. They report a generalized increase of clotting in the venous chamber and have had to increase heparin dosage for the patient. They report that the patient complained about this as well. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A user facility dialysis director reported they have had an increase in clotting of the extracoporeal system since converting to the 2008t bluestar hemodialysis machine with the smartech combiset bloodlines. They are currently using the autoprime feature as well. They report a generalized increase of clotting in the venous chamber and have had to increase heparin dosage for the patient. They report that the patient complained about this as well. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Event description:
A user facility dialysis director reported they have had an increase in clotting of the extracoporeal system since converting to the 2008t bluestar hemodialysis machine with the smartech combiset bloodlines. They are currently using the autoprime feature as well. They report a generalized increase of clotting in the venous chamber and have had to increase heparin dosage for the patient. They report that the patient complained about this as well. The estimated blood loss was unknown. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.